Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the atrial-septal defect (asd) . It was reported that on (B)(6) 2018 one mitraclip was successfully implanted to treat grade 4 degenerative mitral regurgitation (mr), reducing mr to 1. The patient was re-hospitalized with shortness of breath on (B)(6) 2018. An echocardiogram noted that the clip was well attached to both leaflets; however, mr increased to grade 3. Per the physician, the recurrent mr was not related to the implanted clip, but was related to disease progression. Two additional clips were implanted on the mitral valve, reducing the mr to grade <1. During the procedure, the oxygen (o2) saturation level was in the 60s and it was noted that the atrial-septal puncture had not healed from the first procedure. After the procedure, o2 saturation level increased to the 90's. The atrial-septal defect (asd) was left untreated. The asd will be monitored and an asd closure device may be placed if the asd does not heal on its own. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, there is no indication of a product quality issue. The reported patient effect of atrial septal defect (atrial perforation), as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. Based on the information reviewed, a cause for the reported patient effect of atrial septal defect appears to be related to procedural circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.